Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a typical power cable disconnect and low voltage advisory alarms was confirmed, via the submitted log file. The log file contained approximately 3 days of data (30dec2020 ¿ 02jan2021 per the timestamp). Intermittent power cable disconnect and low voltage advisory alarms, that were not associated with true power cable disconnections or routine battery depletion were captured throughout the log file, due to the relative state of charge (rsoc) voltage dropping while connected to 14v batteries. The atypical alarms occurred on both the black and white power leads. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No equipment was returned for evaluation. Technical services recommended exchanging the system controller, if the patient is able to tolerate it. Multiple requests, were made to obtain additional event information (including device serial/lot numbers, if the cause of the low voltage advisory and power cable disconnect alarms was identified, if the alarms had resolved, and if any equipment will be returned for evaluation). However, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed, as the serial number of the product is unknown. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage advisory/hazard. And no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, and system controller power cable cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including, how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #: 2916596-2021-01240. It was reported, that the patient had been having intermittent low voltage advisories and external disconnect alarms. The patient received new battery clips, but the alarms persisted. The log file capture multiple power cable disconnects, many of which were associated with the black power cable. Technical services suggested cleaning the battery contacts and performing a calibration. There was suspected possible damage to the controller's black power cable, and a controller exchange was suggested. The log file also, captured several no external power and low voltage hazard alarms on (B)(6) 2021 from 2:01:57 to 3:19:04, due to temporary losses of power, while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system, during the losses of external power. The alarms resolved each time when power to the mpu was restored. No other notable alarms were active in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed.

Manufacturer narrative:
Serial number was requested but has not yet been provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had been having intermittent low voltage advisories and external disconnect alarms. The patient received new battery clips, but the alarms persisted. The log file capture multiple power cable disconnects, many of which were associated with the black power cable. It was suggested to clean the battery contacts and perform a calibration. There was suspected possible damage to the controller's black power cable, and a controller exchange was suggested. The log also recorded no external power alarms on (B)(6) 2021 at 02:01, which may have been due to both power leads being disconnected simultaneously. The pump was supported by the controller's internal battery during the event.